Event description:
It was reported that the fascia was closed with size 0 suture in a subcuticular stitch. Approximately 10 days following the procedure, the pt presented with increasing tenderness and erythema at the incision, but no fever. Pt also complained of dysuria and frequency. The incision was found to be red and indurated. There was approximately a 1/2 cm area of the skin which had separated at the right lateral margin of the incision. Probing with a q-tip showed a large seroma and approximately 30cc of reddish, nonpurulent fluid was drained. The diagnosis at this time was postoperative incision seroma with secondary infection and a urinary tract infection. Pt was treated with local wound care and duricef (for the uti). Four days later, in 1996 the wound had greatly improved and the uti had resolved. However, eight days later the symptoms recurred. The fascia underlying the seroma remained intact. The wound was packed and pt was instructed to change the wet to dry dressings twice a day. Two days after this, the wound was debrided. The pt indicated to the phisician that the dressing changes had not been done as ordered. By almost one month later, the wound had completely healed.